Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The b button on the insulin pump was unresponsive. The customer experienced a high blood glucose level of 523 mg/dl. The customer's son recently passed away. The customer treated his blood glucose level with a syringe. When trying to insert a new reservoir, the insulin pump kept asking to rewind and would not exit the screen. The device was not returned.